Manufacturer narrative:
.

Event description:
It was reported that revision surgery was performed due to elevated metal ion levels. The acetabular cup and femoral stem remain implanted. Tissue damage on right hip.